Event description:
Customer reported a motor error alarm during basal delivery and a change sensor alert that followed two calibration errors. The blood glucose reading was 189 mg/dl. Customer stated that the insulin pump had not been dropped or bumped or exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the transmitter. No calibration error or change sensor alerts were noted. The insulin pump passed the self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.